Manufacturer narrative:
Patient gender and weight were requested but were not provided. Manufacturer's investigation conclusion: the reported event of emergency backup battery alarms that were observed in the log file was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(4) was not returned for analysis; however, a log file was submitted. The submitted event log file contained data spanning approximately 3 days ((B)(6) 2022 per the timestamp). The log file captured several intermittent atypical backup battery faults due to the controller failing the load test, having backup battery mem tag faults active, and having backup battery circuit faults active. The load test failure alarm activated due to the unloaded voltage measured below the acceptable threshold; however, the cause of the other backup battery fault alarm conditions is unknown. All backup battery faults that were active did not affect the controller¿s ability to operate the pump at the set speed. The backup battery faults were reproduced when manipulating the backup battery ribbon cable; however, the reported event could not be conclusively correlated to an issue with the backup battery ribbon cable. Multiple attempts were made to obtain additional information about the reported event such as if any further troubleshooting cleared the alarm, if any equipment was exchanged, and if any products will be returning for analysis; however, no response was given. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped from abbott on (B)(6) 2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted concerning an emergency backup battery (ebb) fault alarm. Log file analysis first recorded an ebb fault on (B)(6) 2022 at 12:08:21. The ebb connector was reseated, the fault cleared momentarily but then returned. The fault was reproducible by manipulation of the ebb connector cable and may be related to an issue with the system controller's ebb connector cable. A controller exchange may be necessary to resolve the issue.